Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation power supplies was evaluated and calibrated to the optimal operating voltage. Circuit board contacts were also evaluated and secured during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.